Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not even open to recover. A field service engineer (fse) found that the full height drawer was not opening and resolved the issue by replacing the inseparable latch. The fse performed functional testing, ran diagnostics, completed preventive maintenance, and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed, unable to recover and required maintenance. Customer tried to reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.